Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a robotic laparoscopic gastric bypass procedure. The manual stapling handle was used with a reload successfully. When using the next reload, the handle cracked while firing. It cracked immediately and no staple line was created. There was no problem loading the device. The jaws did not lock onto the tissue. In order to resolve the issue and complete the case, another manual stapling handle was used. There was no patient harm.